Manufacturer narrative:
According to the initial reporter, the reason for lens subluxation was patient related. The exact patient issue was not specified. Based on this information, the reported event is considered unrelated to the device.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a lens was explanted approximately 2 months post implant due to subluxation. Prior to the explant, an elevated intraocular pressure of 37 mm hg was measured. Reportedly the lens subluxation was due to unspecified patient-related issue. The explanted lens was replaced with a lens of a different model. The patient's current prognosis is good.